Event description:
Information received by medtronic indicated that the insulin pump was damaged and no longer working. The customer stated that the battery exploded in the insulin pump and pump was not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.